Event description:
Pt found pulseless, apneic. Pads attached to pt monitor, signal "check electrode". Second set of pads attached to monitor #2-same signal "check electrodes". There was a prior and subsequent check of both monitors with cables using a rhythm generator and both functioned without problems. Problems isolated to these pads. Pt's initial rhythm was asystole and remained in asystole. Pronounced dead at scene after base physician contact.

Event description:
Add'l info rec'd from MFR 09/09/03: complainant alleged that while attempting to monitor a pt that was found pulseless and apneic, the attached electrodes caused the associated defibrillator to display a "check electrodes" message. The user switched electrodes, multi-function cable and defibrillator and the second associated defibrillator displayed a "check electrodes" message as well. Complainant indicatred that the pt remained in asystole throughout the event and subsequently expired. The associated defibrillator was shift-checked prior to, and subsequent to the event with no faults.